Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #4 it was verified its non osseointegration. Patient presented bone type IV and no primary stability was achieved. Immediate load was not performed.